Manufacturer narrative:
(B)(4). This complaint for use error-failed to follow therapy steps is confirmed. The care giver reported that the home patient disconnected from the home choice during therapy. The assignable cause is undetermined, since it is unsure why the patient decided to disconnect himself from the machine during therapy. A labeling review found the labeling to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
A customer contacted baxter's technical service center reporting the home patient (hp) disconnected and reconnected to the home choice (hc) during therapy. The cg stated the home patient (hp) disconnected and the tsr asked the cg to close and reopen the transfer set. The tsr explained the hp will have to start over with new supplies, since he disconnected. The cg stated the hp stated it is fine and insisted on continuing and bypass. The tsr asked the cg to make sure the transfer set was open. The cg stated the hp insisted to bypass. The tsr explained the hc has to alarm low drain volume (ldv) before the hc would show bypass. The tsr had the cg start the drain. The cg stated the hp insisted to continue and bypass. The hc alarmed ldv. The tsr assisted with bypassing the initial drain. The tsr explained the hc would continue with the therapy and recommended the hp contact the registered nurse (rn) after the phone call. The peritoneal dialysis nurse (pdrn) contacted product surveillance (ps) on (B)(6) 2011 regarding the low drain volume alarm and the home patient (hp) disconnected/reconnected. The pd rn stated she was not aware of the alarms or the patient disconnection/reconnection. The pd rn stated she has gone over the correct therapy procedures multiple times with the hp and he does therapy his way. The pd rn stated the hp was currently using the cycler for therapy. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.